Event description:
It was reported that when using the bd pyxis¿ anesthesia station es frozen frequently and unable to access the machine during procedures, which was significantly impacting patient care. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine experienced repeated freezes. The field service engineer (fse) deployed rss 4.12 and component manager, then rebooted the device to regain remote access. After successfully remoting in, fse disabled the network power save mode, resolving the freezing issue and restoring normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.